Event description:
After placement into the patient, the sheath was difficult to flush, and the md was unable to pass a wire through it. The sheath was removed and replaced without harm to the patient. Manufacturer response for sheath, ultimum introducer (per site reporter) product handled by site.